Event description:
It was reported that during a percutaneous intervention procedure, a balloon rupture occurred. Dialysis graft declot procedure. The target lesion was located in the arterial graft in the arm. The 6.0 x 40 mm gladiator balloon catheter was inflated at 24 atms and ruptured circumferentially on the 2nd inflation. The device was removed successfully from the sheath. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous intervention procedure, a balloon rupture occurred. Dialysis graft declot procedure. The target lesion was located in the arterial graft in the arm. The 6.0 x 40 mm gladiator balloon catheter was inflated at 24 atms and ruptured circumferentially on the 2nd inflation. The device was removed successfully from the sheath. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: an examination of the device found a complete balloon circumferential tear at 20 mm distal to the distal edge of the proximal markerband. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).